Event description:
It was reported the patient underwent a diagnostic cardiac procedure. Everything checked out fine. When the patient left the hospital, a pea size swelling was seen at the entry site. Two weeks later, the swelling enlarged to more than an inch. The patient experienced severe pain at the site and down the right leg. An examination revealed the nerve next to the angio seal device was causing the pain. The patient was prescribed darvocet (dosage unk) for the pain and was told to give it a few more weeks. The patient continued to have pain at the arteriotomy site. During a follow up visit with the physician, the patient was reportedly doing fine with no problems at the groin site.

Manufacturer narrative:
No components were returned for analysis and review of the device review history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the pain and swelling could not be conclusively determined; however, the physician stated the nerve was causing the pain. The angio seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, potentiation of infection, inflammation and edema.